Manufacturer narrative:
Voluntary event report was received with the reference number mw5156019.

Event description:
It was reported that the patient experienced an infection. Due to the infection, the right ventricular lead was explanted as part of a system revision. There were no additional adverse patient effects reported.